Event description:
The account alleges a pt fell out of the bed and the bed exit did not alarm. No injury reported.

Manufacturer narrative:
Technician performed the investigation and the nurse stated that she went into the room and found the pt on the floor and the bed exit was not alarming. The nurses thought the bed exit had been set. There was no injury reported. The technician inspected the bed in the maintenance shop and found the bed exit was functioning as designed and he could not duplicate the alleged issue.